Manufacturer narrative:
On 10-feb-2021, mentor received additional information regarding the patient¿s symptoms and explantation date. The diagnosis of left-sided deflation was confirmed by a healthcare professional. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: deflation, capsular contracture section d 6b. Date of explantation: (B)(6) 2021 . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2021, the suspected medical device was returned for evaluation. On 7-apr-2021, the investigation on the suspected medical device was completed. H.6. Investigation findings c22 : cosmetic. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view and extending to the posterior view. Leak testing was performed according to mentor procedure, and it identified a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided capsular contracture (grade unknown). The patient is currently experience left-sided breast pain and discomfort between her left breast and armpit, and her left implant appeared to be shrunk. The patient has a consultation appointment sometime in (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information. At the time of this report, mentor has received no information regarding an expected explantation date.